Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump alarmed power error and it had a blank display. The customer's parent stated they did a set change, rewind reservoir and it worked. Later, checked insulin pump and it was completely off. The display was blank, customer changed battery, and then screen came on. Customer's blood glucose during blank display issues was 14.2mmol/l and during power error it was 10mmol/l. Customer called back after receiving a new battery cap, regarding blank display. Customer stated the display was not blank less than 30 seconds. Customer stated the display is not currently blank. Advised customer to discontinue the use of the insulin pump and revert to back up plan.